Event description:
It was reported that during a procedure to treat the proximal right coronary artery, a perforation occurred which required the use of a graftmaster stent. The 4.0 x 16 mm graftmaster stent was implanted; however, the perforation was not sealed. The 4.5 x 16 mm graftmaster stent was then implanted, but the perforation continued to leak. The 3.5 x 19 mm graftmaster stent delivery system (sds) was advanced, but the sds could not cross to the perforation. The patient was sent to surgery for treatment. After surgery, the patient was transferred to the critical care unit and is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive cause of the failure to seal the perforation could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The additional graftmasters referenced are being filed under separate medwatch reports.